Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 7.14 ng/l. The repeated results were 86.6 pg/ml and 8.15 ng/l.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation did not identify a product problem.

Manufacturer narrative:
It was noted the gear pump head needed to be replaced. The investigation found a white, metallic film and small particles in the sample, indicating poor sample quality. The centrifugation conditions were not acceptable. The investigation determined the event was due to a pre-analytical handling issue. The investigation did not identify a product problem.